Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "left hip [revision] - thigh pain, loose prosthesis probable". A 36 0° x3 insert, 50 mm titanium shell, 36 +5 biolox v40 head, and accolade ii #3 132° were revised to competitor devices.